Event description:
A pt being treated for a distal fibula fracture was implanted with a 1/3 tubular plate on (B)(6) 2011. Shortly after the implantation, the pt experienced eczema around the plate area and is currently being treated by a dermatologist. The pt had no prior history of a nickel allergy. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.